Event description:
It was reported that the patient's device initially controlled symptoms, but over time lost effectiveness and did not provide him with any significant pain relief. The therapy did not meet the patient's expectations. The system was explanted. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.